Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing, loss of capture (loc) and pacing inhibition one day post implant. The lead was found to be dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead body was cut 10 and 15 centimeters (cm) from the lead tip, however, the lead tip was observed to be intact and undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The cut in the lead body was concluded to be consistent with induced damage during the explant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.